Manufacturer narrative:
A ge service rep performed an onsite investigation. The igbt assembly was evaluated and replaced. System software and calibrations were reloaded. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system lost fluoroscopic functionality. No pt or user injury was reported.